Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead was an attempted implant. The pace impedance was greater than 4,000 ohms during pre-implant testing and pacing could not be delivered. The procedure was successfully completed with another lead. The lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was an attempted implant. The pace impedance was greater than 4,000 ohms during pre-implant testing and pacing could not be delivered. The procedure was successfully completed with another lead. The lead is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was an attempted implant. The pace impedance was greater than 4,000 ohms during pre-implant testing and pacing could not be delivered. The lead is expected to be returned for analysis. No adverse patient effects were reported.